Manufacturer narrative:
Additional information received indicated this event was previously reported under a different regulatory report. All further information received will be sent under report number 3007566237-2017-05260. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had been charging the ins every three days since 2013. Since about 3 weeks prior the patient has needed to charge the ins every day. The patient's stimulation is set at 6.7v. The patient will be seen by a manufacturing representative on (B)(6) to troubleshoot and take impedance measurements. The issue is not yet resolved. There were no symptoms reported. No further complications were reported or anticipated.